Event description:
The customer reported the battery did not hold a charge and the device did not turn on during routine check-up. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery did not hold a charge and the device did not turn on during routine check-up. There was no pt involvement. This complaint is still under investigation. A f/u report will be submitted once the investigation is complete.